Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved (vicryl suture, silk suture) caused and/or contributed to the post-operative complications (late bleeding, pancreaticojejunal fistula, delayed gastric emptying, steatorrhea, deranged glucose test, fecal elastase) described in the article? Does the surgeon believe there was any deficiency with the ethicon products (vicryl suture, silk suture) used in this procedure? Patient demographics for the patients that experienced the post-operative complications listed above. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Citation: int. J. Res. Adv. Med & surg. Gastro., 1(1), 5-20, doi: not reported. Note: events reported via mw # 2210968-2020-09139.

Event description:
It was reported via journal article: ¿title: comparison of the functional and morphological changes in pancreas after pancreaticoduodenectomy undergoing modified duct to mucosa (buchler) and binding pj (pengs)-a randomised control study with additional retrospective data¿. Author: dr. S. Soundappan, dr. R. Pradeep, dr. Ranjith, dr. Shrikant, dr. Shrishil and dr. Suresh babu. Citation: int. J. Res. Adv. Med & surg. Gastro., 1(1), 5-20. Doi: not reported. The aim of this randomized control study with additional retrospective date is to compare the effect of pancreatic anastomosis (modified (duct to mucosa) buchler and binding pj (pengs) on long term exocrine, endocrine function and morphological changes in remnant pancreas after pancreaticoduodenectomy. Secondarily the correlation of exocrine and endocrine function to morphological changes based on MRI triphasic+ mrcp (pancreatic protocol) was studied. For the prospective randomized study, 27 patients consisting of 13 patients in the binding group (male n=6 and female n=7) and 14 patients in modified buchler (male n=6 and female n=7) were included. For the retrospective group, 12 survivors (median age: 51, male n=5 and female n=7) from the pancreaticoduodenectomy surgeries done from 2012 to 2015 formed the binding group. Similar 12 patients (median age: 51, male n=5 and female n=7) were selected in the buchler group. In the binding pj group, a tie of 00 vicryl (ethicon) was passed through the mesentery of the jejunum in such a way that the blood supply to the distal most jejunal end was maintained and tied snugly but not too much so that the tip of a small vascular cap could be passed beneath it. For the buchler group, mersilk 3/0 (ethicon) was used to create a layer in which a pancreatic stent was used when the size of the pancreatic duct was less than 3mm or whenever felt necessary by the surgeon for a secure anastomosis; to make an outer anterior (1st) layer of lemberting sutures; and to place a posterior outer (4th) layer of sutures taking seromuscular bites from the jejunum and including the posterior wall of the pancreas of the other side away from the cut edge. Post-operative complications reported for the randomized control group (intermediate term 1-1.5years) includes late bleeding (buchler group n=2), grade a post-operative pancreaticojejunal fistula (binding group n=1, buchler group n=5), grade b post-operative pancreaticojejunal fistula (buchler group n=5), delayed gastric emptying (binding group n=4 , buchler group n=5), steatorrhea (binding group n=2, buchler group n=3), deranged glucose test (binding group n=6, buchler group n=4) and <200 micro g/g of fecal elastase (binding n=10, buchler group n=13). Post-operative complications reported for the retrospective data (long term >3years follow up) includes late bleeding (binding group n=2), grade a post-operative pancreaticojejunal fistula (binding group n=9, buchler group n=9), grade b post-operative pancreaticojejunal fistula (binding group n=2, buchler group n=2), steatorrhea (binding group n=2, buchler group n=2), deranged glucose test (binding group n=5, buchler group n=3 and <200 micro g/g of fecal elastase (binding n=10, buchler group n=9) . Both the buchler and binding pancreaticojejunostomy had a similar effect on the exocrine, endocrine function and morphological changes after pancreaticoduodenectomy. There was no correlation between the morphological and functional changes after pancreaticoduodenectomy.